Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 3.50x12mm taxus liberte stent was advanced to the right coronary artery (rca); however, the physician was unable to correctly position the stent in the ostium of the rca. When the physician pulled the stent back into the unspecified guide catheter, it was noticed that the stent was unraveling and that the guide catheter was not coaxial with the stent. The physician was able to successfully remove the stent. The procedure was completed with a different device and the same guide catheter with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed. (B) (4).